Event description:
Customer was troubleshooting his transmitter when his insulin pump alarmed change sensor. Customer also mentioned his sensor readings and blood glucose levels are off. He kept getting low alerts and treated based on the sensor, which lead to high blood glucose. Customer's blood glucose is 440 mg/dl. He treated with manual injection. Customer's sensor is three and a half days old. The alert occurred after initialization. The bad sensor alert occurred after a second consecutive calibration error. Customer was advised to change out the sensor. He declined troubleshooting for site issues of high blood glucose. Customer said he will change his site and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.